Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and patient concern with the product. Healthcare professional additionally reported patient "suffered from breast implant illness for 5 years, fatigue, joint/muscle pain and wants implants replaced"; these events are not related to the device. Device was implanted beyond the expiration date. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and broken plug strap and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening consist with use of a surgical tool a broken striated plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge opening on anterior assessed as surgical damage. A striated edge broken on plug strap assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and patient concern with the product. Healthcare professional additionally reported patient "suffered from breast implant illness for 5 years, fatigue, joint/muscle pain and wants implants replaced"; these events are not related to the device. Device was implanted beyond the expiration date. Device has been explanted.